Manufacturer narrative:
The operator failed to follow instructions, event occurred due to operator error. The operator poured base reagent into the wash 1 bottle. Siemens field service engineer (fse) was dispatched to the customer site. Fse decontaminated and flushed the lines with wash 1, calibrated and ran controls. The system is operational. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur cp (B)(6) results were obtained on three pts samples. The result were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of adverse health consequences due to the discordant (B)(6) results.